Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20mar2020.

Event description:
The customer reported touchscreen issue, and unknown noise. There was patient involvement, but no one was harmed.

Manufacturer narrative:
G4: 10apr2020 b4: (B)(6)2020. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen issue. After further investigation, the noise was coming from the fan. The fse replaced the touchscreen and fan to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.